Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be duplicated/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer swapped the scopes and the error remained. The customer noted that the unit was powered down when the scopes were switched. The device was powered on when tac were on site and the error was not seen. The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the non-olympus lamp was reading at 338+ hours and the light intensity output was within specifications. It was also noted that there was debris in the air tubing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus technical assistance center (tac), that the evis exera iii xenon light source had a b30 scope communication error. There were no reports harm associated with the event.